Manufacturer narrative:
Submit date: 2017-08-29.

Event description:
The enteral feeding pump was returned with no reported allegations. Upon triage on (B)(6) 2017 the service technician found the unit had a blank screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿blank screen¿. The unit was triaged and the reported issue was confirmed. The unit was dissembled, a fuse was found to be bad and was replaced. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.